Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity and race information was not provided by consumer. UDI: (B)(4), upc = (B)(4), lot number = 180709, expiration date= na. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on july 23, 2018. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old male consumer reported an event while using band aid flexible fabric. Consumer experienced large red bumps, itching and a rash where the product made contact. The consumer sought medical attention from his health care professional (hcp). Hcp provided treatment of multiple steroid applications. The consumer stated the event has not yet resolved. There was no longer itchiness, but he still has a reaction to the adhesive which left skin discolored.